Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt's care taker contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately high compared to the pt's feelings. The medical surveillance specialist (mss) was unable to reach the lay user pt by phone for follow-up questions. The following complaint was classified based on info obtained from the customer care advocate (cca). The reporter alleged that the issue began at approx 8 am on (B) (6), 2010. On an unspecified date and time, the pt reportedly received blood glucose readings of "374 and 413 mg/dl." The pt manages her diabetes with insulin (self-adjuster); however, the reporter denied that the pt made any changes to her regimen after the reported issue began. Immediately after the alleged issue occurred, the reporter claimed that the pt was feeling dizzy, breathing rapidly (like a panic) and "felt like she was going to black out." Per cca's documentation, five to ten minutes after the alleged issue occurred, a non-health care professional administered treatment to the pt by injecting five units of novolog insulin. The reporter denied that another device was used to test the pt's blood glucose. At the time of troubleshooting, the cca verified the correct unit of measurement on the subject meter. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: although there is no evidence that the pt suffered a serious injury because of the alleged issue, the pt required assistance to help treat her reported symptoms.